Manufacturer narrative:
All available information was investigated, and the reported mechanical jam (lock line - inability) and material deformation (lock line) were confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported/ observed mechanical jam (lock line - inability) associated with the inability to remove the lock line was due to the lock line knot. The cause of the reported/ observed material deformation (lock line) associated with the lock line knot could not be determined. The cause of the reported pericardial effusion (therapy/non-surgical treatment, additional) could not be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report mechanical jam and pericardial effusion. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. An xtw clip was inserted and placed on the mitral valve. However, during deployment the lock line was unable to be removed. It was suspected there was a knot in the lock line. Therefore, the clip was removed and replaced. Two new clips were successfully implanted, reducing mr to a grade of 1+. During the procedure, a pericardial effusion occurred (pe) and pericardiocentesis was performed. The patient remained stable, and it was noted the physician was unable to determine what caused the pe. There was no clinically significant delay in the procedure. No additional information was provided.